Manufacturer narrative:
According to the customer on (B)(6), the balloon did not inflate for a neonate so the foley was immediately removed. The foley was unable to inflate after removal. A new foley was placed. The rn tested the balloon and it was hard to inflate but did inflate with increased pressure. This was placed without issue on the patient. The customer reported that there was no serious injury and that a sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6), the balloon did not inflate for a neonate so the foley was immediately removed.